Event description:
It was reported the device could not be interrogated. There was also no output or magnet response. A device check six months prior showed the longevity estimate to be 16-43 months. Past usage indicated the patient uses the device three percent of the time. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.